Event description:
On an unknown date, the physician attempted arteriotomy closure using a perclose proglide device after a peripheral interventional procedure. Fluoroscopy was performed prior to the procedure with the following results: the vessel size is "greater than five (5) mm," the vessel condition was "normal" and the site was confirmed to be in the common femoral artery (cfa). Reportedly, the procedure was performed without any issues. It was noted that the patient "complained of nausea two hours into the procedure" and was kept overnight due to the nausea. Reportedly, the patient "coded twenty four hours" following the procedure. An unknown diagnostic procedure was performed that revealed an "infiltration/retrobleed." The patient was transfused approximately four (4) to six (6) units of blood and did not have to have surgery. The patient's hospitalization was prolonged as a result of this event; however, the number of days are unknown. At last report, the patient had "recovered fully" and had been discharged to home.